Manufacturer narrative:
Based on the investigation, the device was not returned for analysis and there were no ncprs associated with the product return for this specific complaint. This investigation is considered as a no product return. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or sustained; therefore, no escalation to ncep, cpa, or scar is required.

Event description:
It was reported that during the procedure the device was not implanted due to the cylinders not fully inflating and the physician tried cycling the device several times but was unsuccessful due to a break in the tubing at the connection to the cylinder with an inflatable penile prosthesis (ipp). The ipp was not implanted and a new ipp was successfully implanted. The patient is recovering following the procedure.